Event description:
Consumer sent e-mail stating the string that comes from the tampon had been breaking off. No injury was reported. Follow-up: consumer reported the string came unattached from the tampons upon removal.

Manufacturer narrative:
13-jul-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the string that comes from the tampon had been breaking off. No injury was reported. Follow-up: consumer reported the string came unattached from the tampons upon removal.